Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation, had the guidewire stuck. Catheter was prepared as usual and inserted in the left atrium to begin the pulmonary vein isolation. At this moment there were no issues with the guidewire. After isolating the right superior and left superior pulmonary vein the staff went to the left inferior pulmonary vein. After searching for a few minutes combined with pushing and pulling the non-boston scientific guidewire many times, the guidewire was stuck, not able to push forward and to retract. The physician insisted it had something to do with the septum which was floppy. After some time trying to move the guidewire, the physician retracted the catheter outside the body and no tissue could be seen. However, the guidewire was still completely stuck. After this a new catheter and guidewire were opened, and the procedure was completed successfully without patient complications. The device is expected to be returned. Fluoroscopy used as imaging, heparin was given pre-transeptal. 360 were the act results prior the event. The guidewire was advanced past the catheter's tip. Resistance felt while manipulating the guidewire.

Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation, had the guidewire stuck. Catheter was prepared as usual and inserted in the left atrium to begin the pulmonary vein isolation. At this moment there were no issues with the guidewire. After isolating the right superior and left superior pulmonary vein the staff went to the left inferior pulmonary vein. After searching for a few minutes combined with pushing and pulling the non-boston scientific guidewire many times, the guidewire was stuck, not able to push forward and to retract. The physician insisted it had something to do with the septum which was floppy. After some time trying to move the guidewire, the physician retracted the catheter outside the body and no tissue could be seen. However, the guidewire was still completely stuck. After this a new catheter and guidewire were opened, and the procedure was completed successfully without patient complications. The device is expected to be returned. Fluoroscopy used as imaging, heparin was given pre transeptal. 360 were the act results prior the event. The guidewire was advanced past the catheter's tip. Resistance felt while manipulating the guidewire.

Manufacturer narrative:
Upon device return and inspection the device was returned with the guidewire no outer abnormalities were observed. The guidewire was retired with any difficult. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The reported event was not confirmed.